Manufacturer narrative:
Unit received with missing segment, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to missing segment. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that display began to get black. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.